Event description:
According to the reporter: after firing, the absorbable clip clamped the vessel and could not be removed from the loading unit. Another absorbable clip was fired near the previous one to cut the vessel in order to remove the device.

Manufacturer narrative:
(B)(4).